Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the central line was in for a couple days. When the nurse was taking off the dressing to do a dressing change she noticed the medial lumen was broken off the catheter. It's reported right when the adhesive part came off the nurse noticed the lumen was not connected. The nurse manager indicated that it looked like the lumen was cut off but the nurse said she did not cut it. The line was removed, and the patient was okay.

Event description:
The central line was in for a couple days. When the nurse was taking off the dressing to do a dressing change she noticed the medial lumen was broken off the catheter. It's reported right when the adhesive part came off the nurse noticed the lumen was not connected. The nurse manager indicated that it looked like the lumen was cut off but the nurse said she did not cut it. The line was removed, and the patient was okay.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for evaluation. The catheter showed evidence of use. Visual examination of the catheter revealed that the distal end of the medial extension line was cut and separated from rest of the catheter. The separated medial luer hub/extension line was returned. Microscopic examination revealed the cut was diagonal across the medial extension line body. The edges of the cut were clean and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). Residual adhesive material was observed on the medial extension line body. The proximal end of the separated extension line measured 95 mm and the distal end of the separated extension line measured 16 mm. The total length of the extension line is 111 mm, which is within the specification of 110-120 mm per catheter drawing. Therefore, no pieces of the extension line appears to be missing. The medial extension line inner and outer diameter were also within specification. This indicates there is no issue with the extension line wall thickness. The proximal and distal extension lines were flushed with water and functioned as expected. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit cautions the user that, while remove the catheter dressing, "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer reported that the separation was observed during changing of the bandage and the damage was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The customer report of extension line separation in use was confirmed through visual inspection of the returned sample. The medial extension line body was cut and separated 16mm from the juncture hub. The customer reported that the separation was observed during changing of the bandage and the damage observed on the returned catheter was consistent with contact with a sharp instrument (i.e. Scissors, scalpel , etc.). A device history record review for the catheter did not reveal any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during changing of the dressing, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.